Event description:
The customer received a blood glucose reading of 260 mg/dl from his contour meter and a reading of 130 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to provide any additional information. No product will be returned. A replacement meter was sent to the customer.